Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
On (B)(6) 2009, the primary plif surgery was performed at l3-l5 for stenosis. On (B)(4) 2010, the extraction surgery (removing all the implants) was performed since the bone fusion was obtained. During this surgery, it was found that the tip of the screws at l5 (both sides) were broken about 5-10 mm. The broken tips could not be removed thus they remain in the bone. The surgeon commented that he experienced the event of the screw fractured at the tip for the first time. The products explanted will be available for eval, however no x-ray will be available.